Event description:
The customer returned the device stating, "the pump had an event of cassette error, pogo pin insulators, separator, and door missing during pre-test". During device evaluation, it was found the downstream occlusion (dso) sensor was defective.

Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed an event of cassette error. The device was visually inspected and found that there was liquid crystal display (lcd) lens is severely scratched. During the functional testing, the customer reported issue was replicated and confirmed. The probable cause is due to defective downstream occlusion (dso) sensor. The service history review had no indication that the complaint was related to a service of the device within the review period.